Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The endoscope had mechanical damage to the distal window hermetic seal resulting in fluid invasion and subsequent major damage to optical components. The endoscope also had mechanical damage to laser marking and/or deep scratches to the ocular sleeve and shaft assembly. Fragments of adhesive of the distal window were missing. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Verification of the si endoscope product via system logs cannot be performed because si endoscope product details are not captured in the system log. No image or video was provided for review. This complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope had a fogging issue. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no record of patient injury. The procedure was completed with a backup endoscope. The operation was prolonged about 5 to 10 minutes. The reporter did not have the requested patient information.